Manufacturer narrative:
The reported complaint was confirmed. The srt determined that the exposed wire was the cause of the centrifugal rebooting as it was the +5volt (v) wire. The srt replaced the motor and performed release testing. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal drive motor had an exposed blue wire on the stator due to rubbing against the rotor. There was no patient involvement.